Manufacturer narrative:
Spacelabs technical support and the field service engineer immediately assisted to discharge and readmit the telemetry patients to the device to resume monitoring. Investigation findings show that the cause was due to a quad receiver card (qrc) problem. Replacing the qrc resolved the problem. The repaired unit passed all functional tests and was restored to service. This report is complete and this particular issue is considered closed.

Manufacturer narrative:
Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2017, a loss of telemetry monitoring occurred at the central monitor. No injury was reported as a result of this event.